Manufacturer narrative:
Breakaway head section.

Event description:
It was reported by service report that the cot had a breakaway head section that would not lock in the upright position due to missing extension springs that interface with the pivot assembly. It is unknown if there was patient involvement or if there were adverse consequences to report.